Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 23-may-2024, it was reported that the one infusion occlusion issue was indicated at infusion site. No further information available.